Event description:
The manufacturer received information alleging a ventilator failed to power on. There was no harm or injury reported. The device was returned to the manufacturer for service, and the customer's complaint was confirmed. The device's a/c connector had physical damage and needs to be replaced. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's internal battery needs to be replaced to address the issue. This device is being scrapped, no repairs were done.